Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure a suction/irrigator instrument not working fully. The customer stated that the suction wouldn't work from the foot pedal but would work from the button on the instrument. Onsite logs show no related errors. Later in the case the staff had trouble removing the suction/irrigator instrument (customer didn't know which arm it was on) and ended up removing the instrument and the cannula all at the same time. The customer stated that they still couldn't remove the cannula from the instrument shaft. Staff will RMA the instrument along with the cannula. Instrument is a one time use instrument. Instructed the customer to RMA the instrument if it is still available. The customer will check on it. Staff completed the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by advising the customer to follow the correct user protocols. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.